Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the system power switch assembly. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the power switch intermittently sticks on the 9800 system. There was no report of patient injury.